Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site had booted up the system and as it was initializing the system had stopped and began to beep. The system was rebooted, which resolved the issue and the system was used for the case. There was a procedure delay of less than one hour and no impact to the patient.

Manufacturer narrative:
H2: additional information was received and section a, b5 and section e have been updated accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that this occurred during a clinical case, however it was unknown if a patient present at the time of the event when this complaint was reported. Followup was conducted to see if there was a patient present or not. The system was serviced in the field and failed 3d imaging modalities testing. When attempting to take a 3d spin the system began to initialize and then abruptly stopped. The system began beeping but showed no warning message on the mobile viewing station (mvs). The failure was resolved through a reboot and the system passed all other tests. It was noted that logs would be provided for review for cause. As of now the results are still pending completion of the investigation and the cause has not been established. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a clinical case. It was reported that the site had booted up the system and as it was initializing the system had stopped and began to beep. The system was rebooted, which resolved the issue and the system was used for the case. It was unknown if there was a patient present at the time of the complaint.